Event description:
It was reported that the pt has returned to the breast center to discover the possible mammomarker (collagen) has not changed size and shape. The customer has reported that the marker was placed within six months of images demonstrated.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.